Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter legend otw survey results from an interventional cardiologist using the devices for the past 4 years. In the past year, the physician has used sprinter legend otw 50 times using 1.25 x 20 mm sized devices. Acute mi , total occlusion and unstable angina, all related to a pre-existing condition or co- morbidity were experienced when using the product over the last 12 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.